Manufacturer narrative:
The screw that fell is one of the four stainless steel screws that is used to attach the central axle cover to the suspension system of the surgical light. The hospital technical staff repaired the device and verified the tightening of the screws on similar systems. No abnomalies were found. Hanaulux 2000 maintenance program (B) (4) requests to verify the tightening of all visible screws. Hanaulux 2000 operating manual (B) (4) requests to perform a yearly maintenance of the system. This facility is not under preventive maintenance contract with maquet. Maintenance of the lights is done by the hospital staff. In order to prevent this incident to re-occurre, the user manual has been sent to this customer, reminding him the importance to perform maintenances according to the manufacturer's instructions. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that a screw fell in an open cavity from the bottom cover of the suspension central axle during a stomach surgery. No injuries were reported. (B) (4) (B) (4).